Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Excel study report. It was reported that on (B)(6) 2013, a 4.0x18mm and 3.5x12mm xience xpedition stents were successfully implanted in the left main coronary artery (lm), proximal left anterior descending (lad), and proximal circumflex (cx) coronary artery lesions. In the year 2015, a percutaneous intervention was performed in the right coronary artery (rca). On (B)(6) 2017, the patient passed away due to an undetermined reason. Per physician, the device relationship to the death was unknown. There was no autopsy performed. No additional information was provided regarding this issue.